Manufacturer narrative:
Product event summary: the partial lead was returned in segments. Analysis found no anomalies; however, the helix was distorted due to being pulled/overstretched/overstress. Additionally, the helix electrode was covered in body tissue/fibrotic growth. Visual analysis found apparent explant damage. The lead was returned in segments; therefore, helix functions cannot be tested. Visual inspection found the helix stretched and with tissue on it. Performed destructive analysis and visual inspection of coils:no fracture was observed.

Event description:
It was reported that the right ventricular (rv) lead bipolar impedance was high and a conductor fracture was suspected. It was noted that during the lead revision, the helix of the lead could not be retracted. The lead was explanted via laser and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.